Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed broken occluder feet. Leak testing, clear passage testing and clamp function testing were performed and failed due to broken occluder feet. The reported issue was verified. The cause of the leak was determined to be the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking at the twist clamp. The leak was at the area of the twist clamp where it touches the dark blue grip. This event occurred during use with patient involvement. The patient had received this transfer set about 6 weeks ago. The transfer set was replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.